Event description:
It was reported the patient received the following results within 15 minutes: 60 mg/dl, 57 mg/dl, and 325 mg/dl. The patient experienced symptoms of blurry vision. The patient self-treated with part of a glucose tablet after the 2nd blood glucose result.